Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2007. On (B)(6) 2016 patient came in emergently with abdominal pain, computed tomography (CT) showed an endoleak with sac growth. An angiogram confirmed a type 3b endoleak and the physician elected to reline with a competitor device to seal the endoleak. The patient is in stable condition.